Event description:
Customer was performing a procedure while using fluoro, the generator made a loud noise for approximately 2 minutes. White smoke was observed escaping from the generator cabinet area, and filled the operating room suite. The 480 vac breaker in room did not trip. The customer tripped the circuit breaker manually when smoke was observed in the room.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation summary, a medwatch 3500a supplemental report will be submitted.